Event description:
It was reported that customer experienced cgm error and contacted support regarding sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which cgm error did not recur, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and accepted.